Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn 6000058891 and sn (B)(6) was received into the lab for analysis. Inspection of the returned product revealed physical damage to the power entry module at the rear of the chassis from an undetermined event.based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to a failed capacitor at location c52 on the radio frequency control board. The event which resulted in the physical damage to the chassis was not communicated and remains undetermined.

Event description:
During the procedure, all 4 ports of the generator were unresponsive upon placing probes. There was no green light emitted. The issue was unable to be resolved and the procedure was cancelled with no adverse consequences to the patient.